Event description:
The customer reported that the stenoscop system would shut itself down. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The timer printed circuit board was replaced. No further service info was provided.